Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The device was received with the product mandrel inserted. The mandrel was unable to be removed due to the presence of solidified blood in the guidewire lumen. No issues were noted with the crimped stent. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube and outer were kinked at several locations along their lengths. In addition, the midshaft was broken at 5 mm proximal to the guidewire exit port. The midshaft was stretched for a distance of 1 mm distal to the break in the midshaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via left artery. The 95% stenosed, 16mm x 3.50mm, concentric target lesion contained <=45 degree bend and was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After a 1.5 x 6 non-bsc balloon catheter was advanced to predilate the lesion, a 16 x 3.50mm taxus liberte stent was advanced but failed to cross the lesion. Multiple dilations were performed but still the stent could not negotiate the lesion. The procedure was not completed and abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.